Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital and was admitted due to dizziness and shortness of breath. The right ventricular lead exhibited high capture thresholds. The lead was capped and replaced. The patient's condition was fine.